Manufacturer narrative:
(B)(4) - multiple drain complication support messages. Device has been returned, investigation has been started, but not completed at this time. Review of the treatment data and alarm history shows an incomplete treatment that started on (B)(6) 2011. The treatment was started at 18:40 pm on (B)(6) 2011 with drain 0. The pt bypassed to fill 1 which was completed. Cycler moved on to dwell at 19:47 and drain 1 started at 23:41. There were 10 drain complication (dc) alarm codes (from 12:04 am until 12:23 pm on (B)(6) 2011) during drain 1. Preliminary investigation of the cycler revealed that it functioned properly. The cycler correctly provided audible alarms which were cleared by the user and the cycler did not advance after an alarm without user intervention. Manufacturer complaint file#: (B)(4).

Event description:
Pt called technical support and stated that he was not draining last night and had to go to the hospital. Tech support checked the pt's treatment record which shows that his ccpd treatment was not completed. The treatment record shows that treatment was terminated after a drain 1 cycle which lasted 762 minutes. Info provided by the pd nurse: the pt's wife sleeps in another room and she reported that she did not notice an alarm. When she checked the pt at around 8:00-8:30 in the morning, she found him still sleeping. She thought that the pt was tired and did not wake him. The cycler screen read "1 of 5" and there was no alarm. She left the house and returned at 12:00-12:30 pm. When she returned, she found the pt unresponsive and the cycler was alarming but she did not know the specific alarm. The pt was taken to the hospital and treated for hypoglycemia (blood glucose 23-28) but did not require admission. The pt's insulin prescription is 88 units of levemir insulin sq every night and novolog per sliding scale. The pt uses 4.25% dextrose pd solution during his ccpd treatments. Info provided by the pt: his blood sugar prior to dinner on the night prior to the event was 180. He gave himself 6-7 units of novolog insulin sq per sliding scale. He ate a normal dinner and 2 hrs. Later gave himself 96 units of levemir insulin sq just prior to connecting to the cycler. He does not remember any alarms that night. He remembered starting his ccpd treatment and waking up in the hospital.